Event description:
It was reported that the patient with this electrode received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise and changes in amplitude morphology measurements. The patient was admitted to the hospital and the s-ICD system was reprogrammed from the primary to the alternate vector. The next day, the patient received another inappropriate shock while lying in bed. Testing of the system was performed, and the physician decided to turn off tachycardia therapy to avoid further inappropriate therapy. The patient remained hospitalized and ultimately, surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise and changes in amplitude morphology measurements. The patient was admitted to the hospital and the s-ICD system was reprogrammed from the primary to the alternate vector. The next day, the patient received another inappropriate shock while lying in bed. Testing of the system was performed, and the physician decided to turn off tachycardia therapy to avoid further inappropriate therapy. The patient remained hospitalized and ultimately, surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise and changes in amplitude morphology measurements. The patient was admitted to the hospital and the s-ICD system was reprogrammed from the primary to the alternate vector. The next day, the patient received another inappropriate shock while lying in bed. Testing of the system was performed, and the physician decided to turn off tachycardia therapy to avoid further inappropriate therapy. The patient remained hospitalized and ultimately, surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Please note: this correction supplemental MDR report is being submitted to update the supplemental awareness date to 01/09/2025 from 01/09/2024.